Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned rythmology treatment was being performed when the issue occurred and was completed as planned with no geo movement. Customer reported to philips that geo movements were not working. As part of troubleshooting actions, the philips remote service engineer (rse) reviewed logfiles and found problem at the beginning of the system operation, there is an issue with the box interface connected to the c-arm, a relay was stuck, which cuts the power supply to the c-arm. The cause of the geo io box failure was not conclusively determined by the supplier's part analysis, however the replacement of geo io box by the philips field service engineer (fse) has resolved the issue. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported geometry movement issue didn¿t impact the completion of the procedure. The procedure was completed as planned on the same system, with no impact on completion of procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable. No harm was reported to philips. Philips has started an investigation of this complaint.